Event description:
Nurse informed field sales manager that the slap hammer does not slide properly. Operation was done with an other instrument. No harm for the pt.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.